Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and per analysis no anomalies were found. The proximal conductor did have blood/body fluid (not obstructed) and the outer insulation was breached or cut. There was blood in/on the lobe/helix mechanism and the lead was damaged at implant.

Event description:
It was reported that at implant attempt the atrial lead was not able to be successfully placed as the patient had difficult anatomy, and the lead was having sensing difficulty and would not stay secure. It was further reported that the patient was in atrial junctional rhythm with a low rate. The lead was removed and replaced. No patient complications were reported as a result of this event.